Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed a gouge in the tri layer material between the distal electrode and electrode ring 2. Log file analysis indicated no contact force was present during the procedure. Further investigation revealed a gouge in the shaft material between electrodes 1 and 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture / gouge in the shaft material remains unknown.

Event description:
This report is to advise of a fracture / gouge noted in the shaft material during analysis.